Manufacturer narrative:
It was discovered that a nav-ring failure occurred at bench repair. The bench service engineer (bse) determined a nav-ring replacement was necessary. The bse replaced the front bezel with the navigation ring and end cap bezel to resolve the reported issue. The bse replaced the front bezel with the navigation ring and end cap bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a navigation-ring failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that a nav-ring failure occurred at bench repair. The bench service engineer (bse) determined a navigation-ring replacement was necessary. The investigation is ongoing.